Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, foreign material adhered/clogged in a/w-channel, a/w-cylinder, auxiliary water channel, ob-lens glue, a-rubber glue, insertion tube, and nozzle were all confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection ¿ IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope experienced a clogged nozzle causing air/water flow issues. It was unknown when the event took place. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the air/water (a/w) tube had foreign material, the a/w cylinder had foreign material, the jet (j)-tube had foreign material, the objective lens adhesive had foreign material, the bending section cover (a-rubber) adhesive had foreign material, the connecting tube had foreign material, the nozzle was clogged. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that a whitish foreign material was found inside the air/water (a/w) tube and a/w cylinder. Additionally, in the scope connector cover unit, the jet (j)-tube near the plastic distal end cover (c-cover), the objective lens adhesive, the bending section cover (a-rubber) adhesive and connecting tube, all had a brownish foreign material that resembles remains from previous procedures. The likely reported fault was a result of insufficient cleaning. During testing inspection of the returned device, it was found that the aw-cylinder had no color. The suction cylinder had no color. Due to a burn on the c-cover, insulation resistance value at distal end did not meet the standard value. Due to clogging of nozzle, no water was fed. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. The light guide lens had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.